Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose of 300mg/dl, with nausea, polydipsia, and symptoms of dehydration, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy, and was treated in the hospital by their healthcare provider with insulin via injection, an antibiotic for an insertion site infection, and intravenous fluids. During troubleshooting with customer technical support, it was revealed the basal delivery totals in total daily dose matched the active basal program total. The basal history matched the active basal program settings. The bolus totals matched and all boluses were recorded as programmed. The patient was experiencing changes in their nutrition, stress level, pain level, and medication. The patient also had dehydration and signs and symptoms of an illness not caused by the blood glucose excursion. The patient was referred to their healthcare provider for diabetes management. The patient did not respond to their alarm in a timely manner and had an empty cartridge in their pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.